Manufacturer narrative:
The customer hmi (hygiene microbiological investigation) results reported the device tested positive with micro-organism revivable greater than 20 cfu/ml at 30 degrees celsius/100 ml. The ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) results has not yet been received for evaluation. Below are information on customer cds checklist: cds: paa_cds machine soluscope 4 manual/brush- kit scope clean ref: an1865023 surfanios/anios clean excel d /cln -the detergent used for cleaning paa - the disinfectant used for disinfection. Scope storage: changing cabinet: dry300 wassenbu/ suspension hanging investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
As reported, after a microbiological routine control test on the subject medical device as required by french regulation, the user detected an unexpected contamination. The issue found during reprocessing. The user then sent the device to the ofr (olympus france) french olympus subsidiary for hmi (hygiene microbiological investigation) for further investigation. The user did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted including the following: insulation failure at distal end, light guide lens cracked, bending section rubber glue chipped, insertion section wrinkled, scope body damaged, switch button 1 rubber perforated, insufficient angulation. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.